Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the air/water cylinder having white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1( remove telephone number). Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation and the information provided, the foreign material was possibly not removed since the reprocessing was not conducted properly by leakage due to breakage of air/water-channel and biopsy channel. However, a definitive cause could not be determined. The event can be detected and prevented by following the instructions for use which state: IFU states the detection method in gif-h185 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-h185 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.